Event description:
It was reported the patient passed away. The cause of death was not provided. Whether the death was device or therapy related was not provided. No autopsy was performed. The device was not explanted. The hospital did not communicate details or cause of death. This was not considered device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The provided information indicated the patient expired. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.